Manufacturer narrative:
The insulin pump was received with broken battery cap and stuck inside of the battery compartment. The insulin pump had a corroded battery tube, broken battery tube threads, cracked reservoir tube and blank display due to corroded battery tube.

Event description:
Customer reported via phone call blank display anomaly and battery cap damage on the insulin pump. Customer advised the top of the battery cap had popped off of the device. Customer advised the battery cap was stuck inside the battery compartment and could not be removed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.